Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on an unknown sample. No additional patient information, including treatment and outcome, was provided despite multiple attempts.